Event description:
Customer reported being hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally.occlusion test could not be performed since customer did not have a clamp.